Event description:
Caller states patient tested 5.1 inr and 5.1 inr on the coaguchek xs pro system while a comparison lab returned as 3.8 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).